Manufacturer narrative:
Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this event: 2029214-2019-01228, 2029214-2019-01229. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that in a study entitled, "evaluation of acute mechanical revascularisation in large stroke (aspect 0-5) with large vessel occlusion within 7:00 hours after stroke onset or last known well", patients were observed to have outcomes of symptomatic intracerebral hemorrhage. Treatment techniques included use of the solitaire.